Event description:
It was reported during a ureteroscopy procedure, the laser fiber started sparking and then a flame occurred. The fire was at the tip of the fiber where the plastic attachment connects to the laser machine (soltive premium laser system , sn mduf200244). In addition, according to the report, the laser system aperture port was jammed open. The device laser fiber and laser system were replaced and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported. This event includes two reports; report patient identifier (B)(6) (single use laser fiber)- lot kr212658. Report patient identifier (B)(6) (soltive laser system ) ¿ sn mduf200244. This report is for report with patient identifier (B)(6) (single use laser fiber)- lot kr212658.

Manufacturer narrative:
The subject device has not yet been received for evaluation, however, photos of the damaged fiber was provided for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d4 (ud). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause for the fire that occurred near the connector end was a fiber break or other damage to the fiber coating which resulted in energy escaping and igniting the coating. Causes for this fiber breaking include failure of the strain relief, handling of the fiber both during the packaging of the fiber and during unpackaging of the fiber or during the operation. Olympus will continue to monitor field performance for this device.